Manufacturer narrative:
The lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that when positioning this right atrial (ra) lead deployment of the helix resulted in recurring dislodgements of the lead despite numerous attempts to reposition this ra lead. High out of range pace impedance measurements were seen and the lead displayed inappropriate sensing and loss of capture. The lead was tested in both unipolar and bipolar configuration resulting in the same issue and the p wave values were also fluctuating. A new lead was thus used and this ra will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that when positioning this right atrial (ra) lead deployment of the helix resulted in recurring dislodgements of the lead despite numerous attempts to reposition this ra lead. High out of range pace impedance measurements were seen and the lead displayed inappropriate sensing and loss of capture. The lead was tested in both unipolar and bipolar configuration resulting in the same issue and the p wave values were also fluctuating. A new lead was thus used and this ra was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.